Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during routine outpatient management, an unexpected high pump power consumption was observed, confirmed via the system controller log file. Lab tests showed a slightly increased lactate dehydrogenase (ldh) level. All other unspecified lab parameters were in normal range. Reportedly, the patient was advised to stay in the hospital for further evaluation; however, the patient left the hospital against medical advice. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on lvad support. The cause of the reported increase in lactate dehydrogenase (ldh) could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains pump parameters and outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. No further information is available. The manufacturer is closing the file on this event.